Event description:
Healthcare professional additionally reported 4 mm simple cyst not related to the device. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to b5 description of event: patient initially reported right side deflation, but the healthcare professional later confirmed the deflation was only on the left side and there was no complaint against the right side. The left side deflation has been reported in mrn 9617229-2024-22636.

Event description:
Healthcare professional reported there is no complaint against the right side device and it was found to be "normal-appearing" upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.